Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/11/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the breast tissue expander implant. During the evaluation of the device, a little hole was found at the union between a suture tab and the shell on the posterior aspect. Microscopic examination of the edges of the rupture revealed parallel striations. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. Breast tissue expander implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old female who underwent breast augmentation revision with a 650cc mentor cpx4 with suture tabs experienced right sided deflation post procedure. The deflation was confirmed by a physician. As a result, the device was explanted on (B)(6) 2019.